Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements. It is planned to revise the lv lead during a scheduled generator change out procedure. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).